Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. However, power management graph displays unexpected battery power loss and pump received error 25 due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was asking for a new battery every hour since yesterday. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.